Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in a shunt in the moderately calcified and moderately tortuous vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. During the first and second inflation the balloon was inflated at 24 atmospheres. On the third inflation, the balloon was inflated at 14 atmospheres and the fourth inflation was at 24 atmospheres. However, on the fifth inflation at 24 atmospheres, the balloon ruptured. The total duration from the first to the fifth inflation was 660 seconds. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device revealed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 1mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in a shunt in the moderately calcified and moderately tortuous vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the first and second inflation the balloon was inflated at 24 atmospheres. On the third inflation, the balloon was inflated at 14 atmospheres and the fourth inflation was at 24 atmospheres. However, on the fifth inflation at 24 atmospheres, the balloon ruptured. The total duration from the first to the fifth inflation was 660 seconds. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was good.